Event description:
The valve on the safe-t was leaking. Patient has a pneumothorax. The clinic reported this to (B)(4). Further information follows: update received on 7/24/2020 we have just received more details (german original in the attached mail and below): after the drainage of 1 l pleural liquid the patient had to cough after aprox. 15 minutes, the 3-way-stopcock was immediately closed. After a short pause the stopcock was opened again to continue with the drainage. Suddenly, air bubbles were observed in the drainage hose. The safety valve was closed as a test with the finger and the drainage was stopped in order to make radiographs of the thorax. An apical pneumothorax of 2,5 cm was diagnosed and the patient is hemodynamically stable with a good oxygen saturation. The safety valve was removed from the pigtail catheter connected to the luer-lock connection and a closed system was connected to the pigtail catheter. The air from the pneumothorax was aspirated continuously with a 50 ml luer-lock syringe until the patient was completely asymptomatic. (It seems the safe-sealing valve was defect and air entered the pleural gap during the drainage.)

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: one sample was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed and the valve was verified to be properly assembled. Evaluations were performed to identify if there was any perforation on the membrane, no issues were detected. Functional testing was performed, water was injected into the system to identify any leaks, no water was observed on the surface of the valve or other components, the product functioned as intended and no leakages were observed. A review of the internal manufacturing device records and raw material history files for the lot 0001275079 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes visual and functional inspections during manufacturing including leakage testing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The valve on the safe-t was leaking. Patient has a pneumothorax. The clinic reported this to swissmedic. Further information follows: update received on 7/24/2020 we have just received more details ((B)(6) original in the mail and below): after the drainage of 1 l pleural liquid the patient had to cough after aprox. 15 minutes, the 3-way-stopcock was immediately closed. After a short pause the stopcock was opened again to continue with the drainage. Suddenly, air bubbles were observed in the drainage hose. The safety valve was closed as a test with the finger and the drainage was stopped in order to make radiographs of the thorax. An apical pneumothorax of 2,5 cm was diagnosed and the patient is hemodynamically stable with a good oxygen saturation. The safety valve was removed from the pigtail catheter connected to the luer-lock connection and a closed system was connected to the pigtail catheter. The air from the pneumothorax was aspirated continuously with a 50 ml luer-lock syringe until the patient was completely asymptomatic. (It seems the safe-sealing valve was defect and air entered the pleural gap during the drainage.)